Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 year and 10 months dental implant was installed in intraoral region 4#, its loss of osseointegration was observed. In addition, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV), fenestration occurred during surgery, bone graft was executed and the perforation of the sinus membrane has also occurred during surgery.